Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387s-40, lot# va056ge, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va01ngu, implanted: (B)(6) 2013, product type: lead; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that when the patient brought her knee close to her chest she felt a pulling or involuntary contraction in her jaw. This had been occurring for a few months. When the manufacturer representative (rep) lightly placed the telemetry head over the implantable neurostimulator (ins), the impedances were greater than 20,000 ohms. However, when the rep placed more force onto the telemetry head by pushing down, the impedances were more normalized, around 3,000 ohms. The patient did not have any therapy concerns and continued to receive therapeutic benefit. The rep later reported that the doctor would order an x-ray at an unknown time. The outcome of the x-ray and any further interventions was not reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-03346 as the patient had two inss and it was not specified which was the issue.